Event description:
Hamilton medical ag received the following description: ac power indication not showing loss of external power. Battery is not getting charge.

Manufacturer narrative:
The power supply board was checked and was found burnt. Power supply board was replaced in the device and calibrated.